Manufacturer narrative:
Product analysis the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was toning a high urgency alert tone while traveling in (B)(6). The nurse stated the patient had a history of high pacing impedance on their right ventricular (rv) lead. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had high impedance, fracture, oversensing, and noise. The lead was capped and replaced.